Event description:
During an embolization procedure, the orbit mini coil (637mf0201) failed to deploy when it reach the (mca) middle cerebral artery. Another coil was used to complete the procedure. The coil will be returned for evaluation. There was no patient injury reported with the event.

Manufacturer narrative:
The device history record (DHR) review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan, including embolic coil detachment pressure test. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.